Manufacturer narrative:
The reported event could not be confirmed since the device was returned for evaluation and found to be functional. The returned device was visually inspected and found to be in good condition overall, but with scratch marks over the screw placement.a functional inspection was conducted with the return device, a sample nail, drill, and tissue sleeve, where the drill passed through the screw hole without touching the nail, indicating its full functionality. A functional inspection was conducted to disassemble the stuck device with force, but it was not possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user related as the device was found to be functional in nature. If more information is provided, the case will be reassessed.

Event description:
As reported: "today on the back table at (B)(6) hospital it was noticed that the intermediate jig was mis firing the distal locking screw. This caused a 5-10 minute delay to fetch a new jig.".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "today on the back table at southampton general hospital it was noticed that the intermediate jig was mis firing the distal locking screw. This caused a 5-10 minute delay to fetch a new jig."